Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a gasket on the device was exposed and a system error occurred. There was no patient involvement.